Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and was unable to find any problems with the summit. No repairs needed. The instrument was tested with no problems instrument is operating as expected.